Event description:
A remstar autoa-flex was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with the device. During the evaluation, the device was received with a humidifier but without a power cord or modem. Foam degradation was confirmed inside the blower assembly, and visible foam particles were present. Dust contamination was also noted. The complaint was confirmed, and the unit was scrapped per disposition guidelines.